Manufacturer narrative:
Investigation summary received eleven (11) used mc330433 smallbore ext set w/microclave for inspection. The filter vents of the 1.2 micron filter on each of the sets was wetted out with prior infusate. The sets were unable to be primed at gravity pressure. Pressure was increased till flow was established. The reported complaint can be confirmed. The probable cause is due to the filter clogging with infusate during use. The dfu states: "a filter that clogs during infusion should be replaced. Attempting to clear the filter with pressure may lead to breakage. Solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours." The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Eleven (11) 0.2 micron filters of 6.5" smallbore ext set w/microclave® clear (green ring), 1.2 micron filter, clamp, rotating luer devices were reportedly occluding during the infusion of lipids. The issue persisted despite changing to a new set. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no med/surg intervention required.

Manufacturer narrative:
Used devices were returned for evaluation; however, testing has not yet been completed.